Manufacturer narrative:
According to the gore® excluder® aaa endoprosthesis featuring c3® deployment system instructions for use, potential adverse events that may occur and/or require intervention include, but are not limited to endoleak and aneurysm enlargment.

Event description:
On (B)(6) 2015, the patient underwent endovascular treatment of an abdominal aortic aneurysm using gore® excluder® aaa endoprosthesis. On an unknown date, an aneurysm enlargement (unknown amount) was observed, and a proximal type I endoleak was suspected. On (B)(6) 2020, reintervention placing an aortic extender component to treat the proximal type I endoleak was performed. The patient tolerated the procedure.